Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation. It was stated that the patient had stimulation too high and couldn't turn stimulation down. The patient was seeing the low programmer battery on her programmer screen and it was reviewed to the patient that she needed to change the batteries in her programmer. The patient confirmed ins status with the patient programmer and therapy was on and the patient considered decreasing amplitude. The patient stated that it eliminated the uncomfortable stimulation but was concerned about stimulation. It was reported that stimulation felt different on program 2, she felt a vibration, and was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.